Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 - 00056. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports they are having issues with this new bronchoscope. The balloons pop off. This did not occur with the older scopes. The user thinks it¿s because the distal end is much narrower than the 180 series. The balloon has fallen off inside the patient's airway or inside the et tube. Additional details regarding the reported event(s) have been requested. At this time, no additional details have been provided.

Event description:
Update: additional information reported by the customer. After attaching the balloon, it is floppy even after inflating. The ultrasound tip on the new scope is smaller. It is unknown if the physicians are driving the scope with the balloon inflated and catching the balloon on the et knocking it off. We are not sure if this is the cause. This has occurred about 5 or six times. We have only reported the one incident. The facility does use an endotracheal tube (et) for these procedures. An et was used in the procedure when the balloon fell off. The balloon falls both into and outside of the et tube. When asked: if the balloon falls off to inside the et tube, could the fallen balloon rolled out from the et tube and fell off into patient? The customer responded: no & yes (both)¿it gets stuck in the et tube and must be retrieved by using the bronchoscope for visualization and then using a bronch biopsy forceps to grab and pull out with bronch. What I have noticed is that with some surgeons they forget that the balloon is inflated and when they pull out the balloon it pops off into the patient or et tube.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it was not possible to determine the factors responsible for this event based on the findings from this complaint investigation. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information reported by the customer: the several patients that this occurred on were in no way harmed. On the most recent case, the balloon was lodged in the patient¿s right upper lobe take-off. It was almost not visible as the balloon color was nearly the same as the mucus membrane. The balloon was easily retrieved using the olympus radial jaw 2.0 bronchoscopy biopsy forceps. The several patients that this occurred on were in no way harmed. On the most recent case, the balloon was lodged in the patient¿s right upper lobe take-off. It was almost not visible as the balloon color was nearly the same as the mucus membrane. The balloon was easily retrieved using the olympus radial jaw 2.0 bronchoscopy biopsy forceps. Usually, we do not collect any info because there was no adverse effect to the patient and the balloon was easily retrieved. Info on previous occurrences were not recorded. For the most recent case: the balloon fell off in the right upper lobe branch. It was retrieved using 2.0 bronch biopsy forceps. The patient did not experience any adverse effects as a result of this occurrence, the patients' current condition is reported as unknown, discharged. Anesthesia type: general.

Manufacturer narrative:
This report is being submitted to provide additional information reported by the customer.